Manufacturer narrative:
Reports indicate the end-user did not provide the suspect e2 tic watch when the smartdrive was returned for evaluation. Evaluation of smartdrive mx2+ indicated the device to be inoperable and unable to power on when received. Inspection shown signs of thermal activity having occurred on components of the internal pc board. This damage rendered the device inoperable and unable to evaluate until the damaged board was replaced. Upon replacement of the pcb, the unit was operationally tested with test controls satisfactory. Permobil concluded the damage to the internal pcb was most likely occurring because of the event and was not the cause of the reported failure to disengage the drive. Permobil ab was unable to reach a determination as to possible root cause of the event as control device (e2) was not provided, and the mx2+ device having component damage when received. The device was returned to the dealer who then returned to the end-user. It was reported the end-user is no longer using the e2 tic watch, and has recently purchased a different smart watch, and installed the mx2 app on to it. Device was reported to have been paired with the device and operationally tested satisfactorily.

Manufacturer narrative:
The end-user reported upon attempting to disengage the drive motor of the smartdrive device via a double tap of the e2 smart watch, the drive motor continued to run. They reportedly attempted a second time at a slower pace to tap with no change. This failure to disengage of the drive motor allegedly forced the end-user to maneuver the wheelchair into a bush to avoid from driving into the street. The end-user reported not having sustained any injuries. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during, or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, this could indicate a possible anr event occurred. For this specific case, the end-user did not have any recollection of the state of the watch screen or need to re-start the application. The mx2+ device and e2 smart watch are being returned to permobil ab for evaluation. At the time of this report, the suspect devices have yet to be evaluated. At the completion of the evaluation, a follow-up report will be submitted with permobil's findings. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Permobil ab received a report claiming while the end-user was using their smartdrive mx2+ device, they reported attempting to disengage the drive motor via a tapping motion of the e2 smart watch, and the device continued to run. This reportedly caused the end-user to drive into a bush in order to stop. No serious injuries were reported to have been sustained.